Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g1, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Upon explant, the device was found to be intact. Further reported were malposition, rippling, and capsular contracture, baker grade unknown. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported side unspecified deflation. The device remains implanted.